Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that they had experienced high blood glucose with blood glucose in the 600 mg/dl at the time of the incident. The infusion sets went kinked. The insulin pump will not be returned for analysis.